Event description:
Sorin group received a report that the ramp up feature of the stockert s5 system did not increase the rpms or open the clamp after getting a low level alarm during a procedure. The reservoir level was reported to be adequate and there was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.